Manufacturer narrative:
(B)(4). Review of pre-implant cta¿s confirmed that the patient had a 4cm max diameter aaa. The proximal neck diameter measured 22 ¿ 23mm just below the lowest left renal artery, and the neck contained thrombus and was calcified. At the bottom of the sac the aorta necked down to 18mm in diameter and was calcified. The distal aortic diameter was 15mm and also calcified. The iliac arteries were non-tortuous but calcified. The lcia ranged in diameter from 9 ¿ 10mm, and the left external iliac diameter was 6mm. The rcia ranged in diameter from 9 ¿ 10mm, and the right external iliac diameter was 6mm. The cause of the reported left limb occlusion could not be determined from the films provided. Films during implant and post-implant were not available for review; therefore the in-vivo configuration of the stent graft could not be assessed. It is possible that narrowed <(>&<)> calcified distal aorta and left iliac artery may have contributed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 41 mm diameter abdominal aortic aneurysm. The aortic neck was 22 mm, 22.5, 24, 26 and 24 mm in diameter from proximal to distal with a length of 37 mm. Distal to the aneurysm the aorta had a narrow spot with calcium on the right side. The terminal aorta was tight and measured 15 mm in diameter. The right iliac artery measured 8 mm, 9, 11, 9 mm in diameter from proximal to distal. The left iliac artery measured 10mm to 9 mm in diameter from proximal to distal. It was reported that the patient presented emergently with a cold left leg due to limb occlusion. The physician felt the occlusion was caused by narrowing in the left external iliac as the patient has excessive plaque. The physician re-opened the patient's occluded limb and implanted balloon expandable stents in the distal common iliac into the external iliac where the culprit lesion was and this successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.